Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using admelog brand insulin. Tandem technical support educated the customer this is off label insulin use. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.